Manufacturer narrative:
No malfunction of the medical device was alleged or identified. Within the IFU it is required to ensure that no cables or other parts are in the area of the floor locks. Further, warnings are included for moving parts and the potential of crushing in the area of the floor locks. The root cause of the event was determined as an user error. The nurse put her hand in place where floor locks were coming out. Several attempts were made to the customer to determine the severity of harm and provide correct device information (e.g. Serial number). However, only a "broken finger" was reported. Trumpf medical is reporting this event based on the possibility on a serious injury caused by this user error. We are not aware of any similar event. Based on the results no actions are necessary.

Event description:
It was reported that at the end of a surgical procedure the operating table trusystem 7000 was repositioned and should be locked. A nurse noticed some cables at the area where the floor locks were coming out. She went to move the cables using her hand and finger, then she was caught underneath the locks; thus resulting in a broken finger. This report was filed in our complaint handling system as complaint # (B)(4).